Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum iq pump was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d4, d9, g4, h3, h6, and h11: b5: one of the two top row buttons isn¿t working. H11: the device was received for evaluation. Functional testing was performed, and the soft key in the first row second column was nonresponsive. The keypad will be replaced. The reported condition was verified. The cause was determined to be from nonresponsive soft key. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.